Event description:
It has been reported to philips that the system was down - would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and not turning on. Review of the system log file confirmed the error and fse determined that the output voltage going to the lateral flat detector was 0v. Upon inspection, fse determined cause of this issue was power supply of the lateral flat detector. The fse replaced the power distribution unit(pdu) fan tray and dcps. After replacement of pdu fan tray and dcps, the system was returned to use in good working order.